Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. There was no functional allegation for the returned smart coil. Therefore, the smart coil was not functionally tested. Conclusions: evaluation of the returned smart coil revealed that two introducer sheaths were returned. These introducer sheaths were fully intact. The reported complaint of a fractured introducer sheath could not be confirmed. Further evaluation of the returned smart coil device history record revealed the number of devices and sheaths pulled for production reconciled correctly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician found that the introducer sheath of a penumbra smart coil smart coil was broken into two pieces upon removal from the packaging hoop. The damage to the smart coil introducer sheath was found prior to use and, therefore, the smart coil was not used in the procedure. The procedure was completed using a new smart coil.